Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. . Check infusion line alarm was found in pump event history log. Reported problem was able to be duplicated during occlusion test. The root cause of the reported issue was unable to be determined. No premature occlusion alarm was found, pump operated as intended. Actions were taken to mitigate the reported issue: replaced left plunger case.

Event description:
It was reported that the device was presented with occlusion alarm. No patient injury was reported.